Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed the external visual inspection revealed sliced silicone overmold on the top and bottom covers and a slice on the electrode in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock after a fall. No head trauma was reported, however, device testing could not be performed due to no lock. External equipment was exchanged; however, the issue did not resolve. The recipient's device was explanted.